Manufacturer narrative:
Bottle 4 (ethanol) was removed from the instrument for approximately five (5) seconds at 20:33pm on (B)(6) 2016, in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because the final reagent threshold for ethanol was not met by any of the bottles designated for ethanol. The properties of the reagent station was reset at 20:33pm on (B)(6) 2016, which sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs confirmed that a user set the ethanol concentration to the default value of (B)(4) at 20:33pm on (B)(6) 2016. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing reported was derived from the "super stat 3 hr" protocol started in retort a at 20:34pm on (B)(6) 2016, which completed successfully at 05:00am on (B)(6) 2016; and the "7 hour" protocol started in retort b at 20:40pm on (B)(6) 2016, which completed successfully at 08:00am on (B)(6) 2016. These protocols comprised (B)(4) cassettes based on data entered into the instrument software by the user. The reagent in bottle 4 (ethanol) was used for the first time in the final dehydration step respectively of the "super stat 3 hr" protocol started in retort a at 20:34pm on (B)(6) 2016; and was subsequently used in the final dehydration step of the "7 hour" protocol started in retort b at 20:40pm on (B)(6) 2016. Although the user affirmed in the instrument software that the reagent concentration in bottle 4 (ethanol) was to be set to the default value of (B)(4) at 20:33pm on (B)(6) 2016, the ethanol concentration measured by hydrometer following completion of the two (2) protocols from which sub-optimal processing was identified was (B)(4). This finding indicates that a use error occurred during replacement of the reagent in bottle 4 at 20:31pm on (B)(6) 2016. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; and the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 4 (ethanol) was used for the final dehydration step of both the "super stat 3 hr" protocol started in retort a at 20:34pm on (B)(6) 2016 and the "7 hour" protocol started in retort b at 20:40pm on (B)(6) 2016. The minimum final reagent concentration required for ethanol is (B)(4). The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The instrument operated within specification during execution of both the "super stat 3 hr" protocol started in retort a at 20:34pm on (B)(6) 2016 and the "7 hour" protocol started in retort b at 20:40pm on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, a user failed to complete manual replacement of the reagent in bottle 4 (ethanol) in accordance with the manufacturer instructions detailed in the (B)(6) peloris/peloris ll user manual. The (B)(6) peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
(B)(6) biosystems received a complaint regarding sub-optimal tissue processing of approximately (B)(4) cassettes from the (B)(6) hour protocol. The complainant described the affected tissue samples as "mushy"; and reported that the wax smelled like formalin. On (B)(6) 2016, a (B)(6) field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The complainant had retained an aliquot of the reagent in each alcohol bottle on the instrument following completion of the protocols from which sub-optimal tissue processing was identified; and the fss subsequently obtained hydrometer readings of the alcohol concentration of the reagent in each aliquot. The variance between the measured concentration and that calculated by the instrument software, which is based on data entered by the user, was found to exceed the acceptable limit for bottles 4, 6, 7 and 8. The measured alcohol concentration in bottles 4, 6, 7 and 8 was (B)(4) respectively; and the calculated concentration was (B)(4) respectively. The complainant reported that all reagents had been replaced following the identification of sub-optimal tissue processing; and that the tissue samples from validation processing runs smelled of formalin. The fss measured the alcohol concentration in a number of reagent bottles by hydrometer; and found that although the ethanol concentration in bottles 3, 4 and 5 had been set as (B)(4) respectively, the actual ethanol concentration in each of these bottles was (B)(4). Subsequent to this finding, laboratory staff replaced the reagent in bottles 3, 4, 5, 11, 12, 13, 14 and the wax in the four (4) wax chambers. The fss also provided refresher training, which focused on completion of the reagent replacement process in accordance with the manufacturer instructions detailed in the (B)(6) peloris/peloris ii user manual, to the laboratory staff. On 07 april 2016, (B)(6) biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable following re-processing using another tissue processor located within the laboratory.